Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure indicated for an atrial fibrillation case, a versacross connect access solution for faradrive was selected for use. During transseptal, while tented on septum with wire exposed, radio frequency energy was delivered and wire did not cross. Multiple attempts were made and it seemed that no energy was being transmitted to wire. Ground pad and cable connections were checked. Wire was visually checked after removal and no issues were visibly noted. The physician believed it to be the cable, thus elected to attempt with new wire and cable and completed transseptal on first attempt. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and not visible damage was noted. Charring was visible on the tip of the rf wire, confirming that rf energy had been applied multiple times during the procedure. The rf wire met all device specification requirements, including distal and proximal outer diameters, tip length and the tip to heat shrink gap. A continuity check was also performed, and the rf wire successfully passed the bench top tissue test. Tissue testing confirmed that the device punctured the tissue as expected. Therefore, the reported allegations are not confirmed as rf wire successfully delivered the rf energy and crossed the tissue during bench top testing. The issue was not replicated during the bench top testing.

Event description:
It was reported that during a pulse field ablation procedure indicated for an atrial fibrillation case, a versacross connect access solution for faradrive was selected for use. During transseptal, while tented on septum with wire exposed, radio frequency energy was delivered and wire did not cross. Multiple attempts were made and it seemed that no energy was being transmitted to wire. Ground pad and cable connections were checked. Wire was visually checked after removal and no issues were visibly noted. The physician believed it to be the cable, thus elected to attempt with new wire and cable and completed transseptal on first attempt. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.